Manufacturer narrative:
The dinamap device identification info was not provided. The affected power cords are from well shin, part number 316601. The dinamap device identification info was not provided, therefore the exact 510k number is unk. Dinamap procare series 510k numbers include k014255 and k022193. The device manufacture date is unk. The customer stated that the issue was noted in one batch of dinamap procare monitors that were supplied approximately two years ago.

Event description:
It was reported that on approximately two dinamap procare monitors, a small hole was burned in the power cord near the area where the cord meets the plug. No injury was reported. This is the first of two reports. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.